Event description:
Healthcare professional reported left side "deflation". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, curved opening, yellow particles on shell. The leak test and microscopic analysis was performed which identified: a curved striated opening on posterior and sharp opening on posterior (no shell thickness due to opening size). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A sharp opening assessed as unidentified(tear) opening trend review summary: review of all complaints of a050401 (fluid leak) for the period of aug 2019 through jul 2021 related to date opened indicates that nine points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of a050401 fluid leak-saline breast implants and additional analysis¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device was explanted.